Event description:
Report rec'd from abbott international. Abbott japan, that states " the nurse set up a dial initially at the 5ml per hr setting but observed 10-12 drops/minute on drop counting, subsequently she the dial between 5 and o and observed no drops". No further info is available.